Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during an implant procedure, the physician was unable to steer the lead into place due to pt anatomy. Note two leads, from the same lot, were attempted. The case was abandoned and was referred for a paddle lead.